Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels due to needing settings adjustments. Customer's bg was "low" according to continuous glucose monitor and was addressed by consuming carbohydrates. Tandem technical support advised customer to consult with their healthcare provider regarding settings adjustments.